Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted due to an infection at the ipg site at an unknown date. The patient's ipg has since been replaced and effective therapy was established.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.